Event description:
It was reported that the customer's insulin pump had a cracked lcd window. The customer's blood glucose level was 150 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The unit was received with the case cracked at the display window corners. The unit was received with a severely scratched lcd window. The unit was programmed with a test mini-link, and it was monitored with the glucose sensor simulator. The unit / sensor feature worked properly. No unexpected sensor alarms were noted.(B)(4).